Event description:
This lead was implanted (B)(6) 2009 and was explanted on (B)(6) 2016. A report received on (B)(6) 2016 stated that the lead was explanted due to product dissatisfaction. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)